Event description:
It was reported that, "the arthroplasty was revised due to patella baja. The patellar and femoral components were revised as well as the tibial insert. The components were implanted in situ for 0.74y. The pt presented with a ucla score of 2 three months prior to revision surgery and a maximum score of 2." Info provided indicated that the reported device was implanted in 2009 and explanted in 2009.

Manufacturer narrative:
An eval of the device cannot be performed. Neither the device nor additional info is available from the research facility. If additional info becomes available, it will be submitted in a supplemental report.